Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the device is not infusing liquid correctly and is over feeding. Additional information was received stating that the device was giving too much formula than it was programmed for. The technician tested it and received the same result. There were no further information provided.